Event description:
After 81 days of implantation, this lead was removed because of infection. In addition, this was a whole system explantation, and the pacemaker involved with this lead, has also been reported.

Event description:
After 81 days of implantation, this lead was removed because of infection. In addition, this was a whole system explantation, and the pacemaker involved with this lead, has also been reported.